Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring (reservoir tube) and stained end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call, the insulin pump was chipped. Customer does not recall their blood glucose at the time of the incident but at the time of the call it was 143 mg/dl. Customer initially noticed they were not getting insulin and when they checked, the chip on the insulin pump was noticed at the top of the reservoir compartment. Customer was unsure how the damage occurred. Customer also mentioned the damage was not allowing the reservoir to sit in place anymore. Customer was advised to discontinue use of the device, revert to back up plan per health care provider's instructions, and the device need to be replaced. The insulin pump was returned for analysis.